Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified lesion in the segment #6 of the left anterior descending artery (lad). The polymer jacket of an asahi sion black guide wire was peeled when it was used with an asahi corsair pro microcatheter. The procedure was completed with a new guide wire. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Although asahi sion black is currently us marketed, the subject model is sold only outside the us. The reported sion black guide wire was returned for evaluation. The peeled polymer jacket of the guide wire was found gathered distally around the proximal solder (set at 120mm from the tip). The polymer jacket was removed for observation purpose. Microscopic observation of the outer coil found no such damage as loosening. Investigation of the returned guide wire suggested that approximately 80mm of the polymer jacket was peeled and gather distally. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that distal tip of the concomitant corsair pro microcatheter might have been deformed due to heavily calcified lesion or tortuous vessel. Due to the deformation, the polymer jacket of the sion black guide wire could be forcibly scraped and peeled when the concomitant corsair pro microcatheter was pushed or the guide wire was pulled. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some polymer fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] abrasion of the guide wire coating.